Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in the clinic on (B)(6) 2022 with a hemoglobin level of 8.5 gm/dl. The patient's previous hemoglobin was 11.2 gm/dl. The patient reported having dark stools, but later denied dark stools. They were admitted for evaluation. Additional information revealed acute diastolic heart failure on (B)(6) 2022. The patient was diuresed with a 500mg of diuril (chlorothiazide) and 200mg of lasix (furosemide) intravenously. Hemoglobin level rose to 10.9 gm/dl without intervention. No bleeding was identified. It was thought that there was a possible lab error. Upon discharge, the patient returned to their torsemide 100mg once a day with biweekly metolazone.

Manufacturer narrative:
Section a4: patient privacy laws prohibit the release of private patient information and patient date of birth should have been removed from the previous report. Manufacturer's investigation conclusion. A direct relationship between the device and the reported event could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. Review of the device history records for (B)(6), showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 17apr2021. No further information was provided. The manufacturer is closing the file on this event.